Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the patient is 133 mg/dl. Customer reported other blood glucose values were 160 mg/dl, 200 mg/dl. Customer report they did not allege pump was under delivering. Customer had an infection and was treated by antibiotics. Customer treated with insulin pump, bolus and manual injection. Customer declined troubleshooting. The insulin pump will not be returned for analysis.